Manufacturer narrative:
One 0.035" guidewire was received in the coil holder with one 18 gage thin wall needle attached. The guidewire was received caught inside the 18 gage thin wall needle and the wire also appeared to have a broken weld at the "j" tip end. The outer coil wire had unraveled over a 3cm area. The guidewire was removed from the needle; no missing parts were noted. A stylet wire was pushed up the needle from the tip to examine the patency of the needle lumen, and what appeared to be subcutaneous tissue was pushed out from the inside of the needle. It appears the tissue was pulled into the needle with the wire, which jammed the guidewire inside. While trying to pull the wire out of the needle the weld was broken. A review of the manufacturing records indicated that the product met specifications upon release. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Clinical factors may have contributed to the difficulty experienced. No actions will be taken at this time.

Event description:
It was reported that during a procedure to insert a central venous catheter, the "guidewire was pushed forward about 1cm and moved backward because of blocking through right jugular vein, then halted inside of needle." Follow up information clarified that the guidewire became caught in the needle and could not be removed. No specific kind of blockage was noted in the vein and there was no abnormality observed through the sonosite (ultrasound device). The physician was able to remove the guidewire and needle together without any injury to the patient but a new insertion site was needed. As reported, there was some local edema at the insertion site (right jugular vein) after the failed insertion so the left subclavian vein was used. Both guidewire and needle are expected to be returned for evaluation.